Manufacturer narrative:
The ge service representative performed an onsite investigation. The interconnect cable was checked, and the cd-rom cable was re-plugged. The system was tested and found to be operating as intended and put back into service.

Event description:
The customer reported that the system would intermittently auto reboot. No pt injury was reported.